Manufacturer narrative:
Date sent to the FDA: 10/12/2020. Manufacturing record evaluation was performed for the finished device batch pmh905 and no non-conformances were identified. Additional h-3 summary: it was received for analysis an opened box with four unopened samples of product code 18501g, from other lot plj336. During the visual inspection of four samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects, damaged or detached needle were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. A manufacturing record evaluation was performed for the finished device batch plj336, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how the procedure was complete? With new suture from same package. Patient¿s current status? Patient is fine. Please provide lot number lot: pmh905. Please provide procedure name and date: unknown. Status of product return / follow up: device will be returned.

Event description:
It was reported that a patient underwent an unknown surgery procedure on an unknown date and suture was used. During the procedure, the needle was detached from the suture there were no adverse patient consequences reported. Additional information was requested.